Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that left ventricular (lv) lead was not successfully implanted after the guidewire became stuck in the lead lumen and despite multiple efforts could not be resolved. The lead was removed without incident. No adverse patient effects were reported. The lead is expected to be returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned intact. A 0.014 guide wire was inserted into the lead without issue confirming no blockage in the lumen. Visual inspection was unremarkable.

Event description:
It was reported that left ventricular (lv) lead was not successfully implanted after the guidewire became stuck in the lead lumen and despite multiple efforts could not be resolved. The lead was removed without incident. No adverse patient effects were reported.